Event description:
During troubleshooting of an unrelated alarm, it was reported that large air bubbles were observed in the patient line. The technical service representative (tsr) assisted with ending therapy and advised to start over using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.